Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tube(s))") and device dislocation ("migration/migration of essure device location of device: coming out of the right fallopian tube") in an adult female patient who had essure (batch no. 646522) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ulcerative colitis and temporomandibular joint arthralgia. Concomitant products included bisoprolol, evra (ortho evra), lysine, mesalazine (lialda), mvi, nuvaring and tocopherol (vitamin e). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reactions"), migraine ("migraines"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), night sweats ("hormonal changes describe: night sweats"), vaginal infection (", infection (bladder/ urinary tract/vaginal) type: vaginal/vaginitis"), fungal infection ("chronic yeast infections"), vulvitis ("vulvitis"), headache ("headaches"), rash ("rashes or skin conditions type: rashes during period"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("abdominal lower left and right quadrant pain"), vulvovaginal pain ("vaginal pain") and metrorrhagia ("intermenstrual spotting"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hypersensitivity, migraine, abdominal distension, menorrhagia, fungal infection, vulvitis, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, vulvovaginal pain and metrorrhagia outcome was unknown, the night sweats, headache and rash had resolved and the vaginal infection had not resolved. The reporter considered abdominal distension, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fungal infection, headache, hypersensitivity, menorrhagia, metrorrhagia, migraine, night sweats, rash, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvitis and vulvovaginal pain to be related to essure. The reporter commented: she had need for additional surgery. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration/migration of essure device location of device: coming out of the right fallopian tube") and fallopian tube perforation ("perforation (fallopian tube(s))") in an adult female patient who had essure (batch no. 646522) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ulcerative colitis and temporomandibular joint arthralgia. Concomitant products included bisoprolol, evra (ortho evra), lysine, mesalazine (lialda), mvi, nuvaring and tocopherol (vitamin e). On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, fallopian tube perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reactions"), migraine ("migraines"), abdominal distension ("bloating"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), night sweats ("hormonal changes describe: night sweats"), vaginal infection (", infection (bladder/ urinary tract/vaginal) type: vaginal/vaginitis"), fungal infection ("chronic yeast infections"), vulvitis ("vulvitis"), headache ("headaches"), rash ("rashes or skin conditions type: rashes during period"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), abdominal pain lower ("abdominal lower left and right quadrant pain"), vulvovaginal pain ("vaginal pain") and metrorrhagia ("intermenstrual spotting"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hypersensitivity, migraine, abdominal distension, menorrhagia, fungal infection, vulvitis, dysmenorrhoea, dyspareunia, vaginal discharge, abdominal pain lower, vulvovaginal pain and metrorrhagia outcome was unknown, the night sweats, headache and rash had resolved and the vaginal infection had not resolved. The reporter considered abdominal distension, abdominal pain lower, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fungal infection, headache, hypersensitivity, menorrhagia, migraine, night sweats, rash, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvitis and vulvovaginal pain to be related to essure. No further causality assessment were provided for the product. The reporter commented: she had need for additional surgery most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, other relevant history, lab data, product information, concomitant drugs and events: perforation (fallopian tube(s), abnormal bleeding (vaginal), menorrhagia, hormonal changes describe: night sweats, chronic yeast infections, vulvitis, headaches, rashes or skin conditions type: rashes during period, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, abdominal lower left and right quadrant pain, vaginal pain were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, hypersensitivity ("allergic reactions"), migraine ("migraines") and abdominal distension ("bloating"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, hypersensitivity, migraine and abdominal distension outcome was unknown. The reporter considered abdominal distension, device dislocation, hypersensitivity and migraine to be related to essure. The reporter commented: she had need for additional surgery incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.